Manufacturer narrative:
(B)(4) ¿urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008 due to pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with anterior colporrhaphy due to vaginal relaxation, pop and dysfunctional uterine bleeding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) vaginal wall prolapse, rectocele, bacterial vaginosis, vaginal pressure. It was reported that following insertion the patient experienced vaginal wall prolapse with rectocele, bacterial vaginosis, urinary frequency, and vaginal pressure.

Manufacturer narrative:
It was reported that patient underwent enterocele repair on (B)(6) 2007 due to cystocele and underwent posterior vaginal repair on (B)(6) 2014 due to symptomatic pelvic relaxation with rectocele.